Event description:
It was reported that the patient went to a hospital to have a split (torn) lens removed from their eye. The patient's eye became red and it was determined that the patient damaged their cornea. Tobramycin and dexamethasone were prescribed to dampen the symptoms. Out of an abundance of caution this event is being reported based on the steroid/antibiotic rx combination and for the alleged corneal damage.